Event description:
It was reported that during a gastric bypass procedure, the reload didn't staple. Another reload was used to complete the case. The procedure was prolonged by a few minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.